Event description:
It was reported that the micro-introducer sheath was split at the proximal end. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv0807 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refv0807) have been reported from the same facility in china.